Event description:
On 03/17/08, the pt informed us that he/she went to the emergency room the previous day, due to left eye (os) pain and foreign body sensation, frontal headache associated with photophobia and mild nausea. The pt also complained of os redness for a week. The pt was wearing acuvue advance contact lenses (cl) on a daily wear schedule, the replacement schedule is unk. The pt was using renu multi-plus to disinfect lenses. Clinical exam revealed uncorrected visual acuity of 20/100 ou, os corneal abrasion @ 2:00 with fluorescein uptake, acute cephalgia and acute os pain. The pt had marked improvement with use of proparacaine topical drops and was discharged with pre-packed norco, erythromycin ophthalmic ointment and vicodin po. The pt was offered an appt on 3/17, but did not have a ride to the ophthalmologist's office. On the following day, the pt saw an ophthalmologist and was diagnosed with corneal ulcer os. The doctor reported hypopyon; culture performed. Va os hand movement only @ 5-feet pin holed. Pt rated pain 9 on a scale of 1-10. Two days later, the pt had a f/u clinic visit. The pt remained light sensitive was slightly nauseated, stated pain level was 6 on a scale of 1-10. Va was slightly improved and 20/200 pinhole. Treatment regimen included ocuflox every 2 hrs and vicodin 21/2 tabs q4hrs; add pred forte q2hrs. Impressions, pseudomonas corneal ulcer, slow to improve. The next day, pt was experiencing less pain, still photophobic, had increased tearing with light and 20/60 pinhole. The treatment regimen was to continue ocuflox and pred forte drops q2hrs, change vicodin to q4hrs. Four days later, still light sensitive, va better in the evening than in the morning. Pred forte and ocuflox drops changed qid. The doctor stated that, the ulcer "continues to improve-slowly". The next month, corneal ulcer os was resolving, diagnosis corneal abrasion. The ophthalmologist reported that the pt was diagnosed with a "4mm x 4mm corneal ulcer located 2mm, in the central visual axis." Pt light sensitive, was experiencing pain poor vision in the am. Va 20/70, 20/40 pinhole. Treatment regimen included pred forte, ocuflox os qid and vicodin 5/500 1 po q4-6/hrs prn.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested within specification. All sterilization requirements were successfully completed. A product eval was performed on lenses from the same lot. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were within specification. MDR reportable events are reviewed in quarterly mgmt review meetings. Any add'l info will be reported within 30 days of receipt.